Manufacturer narrative:
Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided.

Event description:
Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: 178558 - cps short anchor plug - 671340, 178528 - cps transverse pin - 097450, 178367 - cps sm sht spdl w pins - 905950, 178540 - cps centering sleeve - 527300, 150410 - oss tibial poly bearing - 002730, 150478 - oss poly lock pin - 772830, 150417 - oss non-mod tib plate short 67 - 761070, 178715 - cps 8.5cm seg fm oss tpr lt - 507400, 150476 - oss poly tibial bushing - 416430, 150493 - oss reinforced yoke - 666210, 150477 - oss poly femoral bushings - 915230, 150480 - oss axle - 942460. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was not returned by the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-01301, 0001825034-2021-01302, 0001825034-2021-01303, 0001825034-2021-01304.

Event description:
It was reported the patient underwent a revision approximately 18 months post implantation due to a broken compress. Attempts have been made and no further information has been provided.